Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the burn on the camera cover could not be determined, however, the issue was likely the result of use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use sections below: - gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. - gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Additionally, a definitive root cause of the observed corrosion on the device air/water nozzle could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing and or user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit a burn on the camera cover and corrosion in the device air/water nozzle. There was no patient involvement, and no harm was reported as a result of the event.